Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that only one gripper dropped, and chordal entanglement was suspected. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a massive flail with primary and secondary chords missing. One clip was implanted in the commissure to zip the flail, and the mr was slightly reduced to 4. The second clip delivery system (cds) was advanced to the medial commissure. Grasping was difficult due to the flail, and bowing was observed when the clip was brought back to the left atrium. It was thought that this was due to interaction with the chordae. On the fourth grasping attempt, the grippers were dropped, but only one gripper dropped. The grippers were cycled, and the gripper only moved approximately 10 degrees. The gripper never fully dropped, and it was believed that it may have been due to entanglement with a chord. The clip was able to be positioned on the leaflets, and the clip was closed, cinching the gripper arm on the leaflet. Leaflet insertion was confirmed; therefore, the clip was deployed. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping and clip becoming caught in the chordae appears to be related to patient morphology/pathology. The reported difficulty positioning the device and gripper actuation issues are likely secondary effects of the clip becoming caught in the chordae and therefore related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.